Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the third firing with a black cartridge. On the second and third stroke the staples were malformed. The cutline was complete. Another device and suture were used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Third firing. Echelon straight/flex: asku. During which stroke did the event occur? Second and third. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? On the second firing the device did not sound normal. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with an ecr60t reload loaded in the device. The reload was received partially fired. The cartridge was disassembled and the sled was noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.